Manufacturer narrative:
Add¿l info: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02202. It was reported the pt felt pain at the ipg site and did not receive effective stimulation. He stated he had not used his scs system in months and wants it removed. He stated when he used the system he would feel pain in his back and buttocks that was not resolved with reprogramming. No further info is available at this time.